Manufacturer narrative:
Clinical assessment was completed based on the received medical records. The reported events of a type ia endoleak and rupture are unconfirmed due to a lack of relevant medical records and imaging as only a pre-planning was provided. Definitive device, user, procedure or anatomy relatedness of this event could not be determined; however, it was noted this was a short neck case and there was no final angiography taken at implant due to the patients¿ inability to tolerate contrast agents (cautionary product use condition), both of which could have contributed to the reported events. The final patient status was reported to be stable. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device remains implanted; therefore, no device evaluation was completed. No additional investigation of this reported event is planned; however, if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with duraply. Corrections: h6: device code - remove 3190. H6: result code ¿ remove 3233. H6: conclusion code ¿ remove 11.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Device iteration is afx with duraply. Devices remain implanted in patient.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. In addition, the patient had pre-existing impaired renal function, which is outside the indications of use for afx. Approximately two (2) years post initial procedure, the patient presented emergently with a ruptured aneurysm and type ia endoleak. The physician elected to treat the patient by wrapping the vascular prosthesis outside the aorta on (B)(6) 2020. The patient is reportedly in stable condition. As of date, there have been no additional patient sequelae reported.